Manufacturer narrative:
The following controls are in-place to mitigate ¿damage package¿ condition at aspen surgical (B)(4) site: 1. Incoming inspection procedures for aluminum foil rolls, including visual inspection for appearance. 2. In-process inspections performed by packaging personnel, including for seal integrity and pouch integrity. 3. ¿high blade¿ sensor at (B)(4) packaging line with ¿high blade¿ sensor challenge at the beginning of a new lot and per shift. 4. Leak test at the beginning of a new lot and every 30 minutes until completion of the lot. 5. Quality audits performed by quality inspectors, including for seal integrity and pouch integrity. 6. Machine parts are inspected as part of the weekly machine pm. Device not available.

Event description:
Customer reported that product 371110-150 was discovered to have pin sized holes in the packaging.